Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. Field service engineer (fse) verified problem during preventative maintenance. Field service engineer replaced the external o2 sensor to resolve the issue. Unit successfully passed est (extended self test) and the required test of the performance verification.

Event description:
During preventative maintenance (pm) philips fse (field service engineer) reported the unit did not recognize the external o2 sensor. No patient involvement.